Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant procedure. During procedure, it was noted that the rv lead exhibited high capture threshold. The rv lead was not implanted, and another was implanted on (B)(6) 2026. The patient was stable throughout.